Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting. This report is for four (4) unknown 4.5 mm cortex screws. Part and lot number were not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. (Therapy date): date of implant is unknown. Implant date was reported as approximately 18 months prior to the date of this report. Since the shafts of the broken screws were not able to be removed, the devices are not considered to have been successfully explanted. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. The 510(k): without a part number, the 510(k) cannot be identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient had a delayed union, suspected partial union, and broken hardware. Patient was initially implanted with a 12 holes variable angle (va) locking compression plate (lcp) condylar left plate, four (4) proximal 4.5 mm cortex screws in holes 5, 7, 9, and 12, six distal va locking screws, and one (1) 3.5 mm cortex screw eighteen months ago (exact date is unknown). The 3.5 mm cortex screw might have been used to compress the joint surface placed outside and anterior to the plate in the distal condyle. During a routine follow up on unknown date, it was discovered that all four (4) proximal 4.5 mm cortex screws have broken below the plate. It is unknown how the screws were discovered broken. The distal va locking screws remain intact. The surgeon also suspected delayed union. Patient was revised on (B)(6) 2017. The screw heads of the four (4) broken screws were easily removed without requiring medical intervention. The surgeon left the shafts in the patient because they would be too difficult to remove. It was surgeon¿s preference to culture one of the original implants and decided to remove the 5.0 mm distal locking screw. The screw was easily removed through a two inch incision. Surgeon also implanted three (3) additional proximal 4.5 mm cortical screws in previously unused holes: six (6) 44 mm, eight (8) 44 mm, and ten (10) 40 mm. No medical intervention required. The procedure was successfully completed with no surgical delay. Concomitant devices reported: the 12 holes va lcp condylar plate (qty 1). Distal va locking screws (qty 5). The 5.0 mm distal locking screw (qty 1). The 3.5 mm cortex screw (qty 1). This report is for four (4) unknown 4.5 mm cortex screws. This report is 1 of 1 for (B)(4).